Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed to power up. The system and cpu board assembly will need replaced to address the reported issue/malfunction. Additional findings not related to the malfunction/issue include enclosure front chipped, back chipped, sd door sticks, missing feet. The customer requested no repairs be done at this time.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed to power up. The system and cpu board assembly will need replaced to address the reported issue/malfunction. Additional findings not related to the malfunction/issue include enclosure front chipped, back chipped, sd door sticks, missing feet. The customer requested no repairs be done at this time. Additional testing was performed following the device repair, the device failed a test step during testing for low oxygen flow, and a "service required" code was found in the ventilator's downloaded error log. The device's inlet air path, air path foam, and flow path were replaced, and the device has been recalibrated to address the issues. The service technician determined adjustment of grey removable foam is necessary. The foam was adjusted correctly. The device passed all testing.